Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the scs ipg was explanted and replaced. Stimulation was restored with the surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is unable to establish communication between her scs ipg and external devices after not charging for about 1 year (date of event is unknown) as a result of improved pain. An sjm representative confirmed the issue via troubleshooting (2501 comm error on patient programmer). As a result, surgical intervention will be taken at a later date to address the issue as the patient would like to resume using stimulation.